Manufacturer narrative:
Outcomes attributed to adverse event, type of reportable event: a risk to the patient's health could not be excluded for these specific circumstances, since pedicle screws were placed in the patient's spine in a different position than desired with brainlab navigation involved, despite according to the hospital/surgeon: the three screws not placed as intended using navigation were corrected in the very same surgery (using navigation). The outcome of the surgery was successful as intended, at the end of the surgery all screws were placed in their correct final positions as intended. There was no actual harm/negative clinical effect to the patient due to this issue (also not due to the prolongation of anesthesia/surgery time of 2 hours). No further medical/surgical remedial actions were necessary, done or planned for this patient due to this issue; hospitalization was not reported to have been prolonged either. Date of report, date rec¿d by MFR: the timeframe for submitting this initial report exceeds 30 days due to late internal entry/forwarding of event information. This delay was investigated (reconfirmed that isolated problem) and corresponding measures were taken to address it and to prevent it from re-occurring (e.g., relevant training was retaken). According to the results of this technical investigation and the information provided by the hospital, it can be concluded that the root cause of the screws at right l4, l5, s1 placed with the aid of navigation deviating by ca. 8-10mm superior from their intended position was a rotation of the patient reference array (with respect to the clamp) due to an insufficient rigid fixation (as detected by the user) and/or inadvertent forces indirectly applied during the surgery (e.g. During instrumentation) to the reference array after the registration of the patient scan to navigation was performed. Movement of the reference array disrupts the coordinate system established during patient registration and causes a deviation between the registered pre-placement image scan on which navigated instruments are tracked, and the actual patient anatomy. Apparently, the resulting deviation between the registered pre-placement patient image scan in the navigation display and the actual patient anatomy during the surgery was not recognized by the surgeon with the appropriate and necessary navigation accuracy verification throughout the surgery, during screw preparation and placement of the affected screws. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Recall (if recall number is given) or correction/removal number (if given): brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery (on (B)(6) 2022) on the spine for lumbar fusion and decompression at vertebrae l3 - s1, with intended placement of 8 pedicle screws, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 1.5.1. During the procedure the surgeon: with the patient in prone position, attached the navigation reference clamp and 4-sphere array at the spinous process of vertebra l2. Acquired an intra-operative CT scan with automatic image registration of the current patient anatomy to the navigation, verified registration accuracy and accepted it to proceed. Placed the left-side screws using the cirq drill guide to drill pilot holes, a non-brainlab non-navigated ball tip feeler to check the path, a non-brainlab navigated tap for threading of the pilot holes, and a non-brainlab navigated screwdriver to place the screws following the prepared pilot holes. Switched sides and continued to place the right-side screws using the same workflow/instrumentation. After placement of right l3, experienced problems with placement of the following screws (l4-s1). Continued with placement of the remaining right-side screws nonetheless (while ball tip feeler is exchanged for a different one). Acquired a 2nd intra-operative CT scan for confirmation of screw placement and detected that the right-side screws at l4-s1 were not placed as intended verified registration accuracy of this CT scan, which was acquired with automatic image registration, and accepted it to proceed. Replaced screws in l4-s1 using the same workflow/instrumentation as before, exc. Using a non-brainlab probe instead of the cirq drill guide. Acquired another confirmation scan, which showed that all screws are placed in acceptable positions. According to the hospital/surgeon: the three screws not placed as intended using navigation were corrected in the very same surgery (using navigation). The outcome of the surgery was successful as intended, at the end of the surgery all screws were placed in their correct final positions as intended. There was a direct (or increased) risk of harm to a critical structure due to the unintended placements. There was no actual harm/negative clinical effect to the patient due to this issue (also not due to the prolongation of anesthesia/surgery time of 2 hours). No further medical/surgical remedial actions were necessary, done or planned for this patient due to this issue; hospitalization was not reported to have been prolonged either.